Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device. It was also received with scratched lcd window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. She explained that the device was exposed to perspiration while she was exercising. Customer's blood glucose value is unknown. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.